Event description:
Home patient reports transfer set separated from catheter during treatment on homechoice device. Home patient reportedly went to the unit the following morning and received a set change. Nurse reports patient received prophylactic antibiotics with no resulting injury.